Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw930 infant warmer was received at our fisher & paykel healthcare (fph) office in (B)(4), where it was inspected by a trained fph technician. Photographs and a service report were supplied to fph (B)(4). Results: the supplied photographs showed crack lines at the dome portion of the heater head. Delamination of the outer plastic shell and surface crazing was also evident in the same area. No discrepancies were noted when the production record was reviewed. The subject warmer was released for distribution on 24 jan 2003 and is thus already an eleven year old unit. Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The heater head was repaired with a head housing replacement kit and the warmer was returned to the customer after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head and requested that the unit be serviced.no patient consequence was reported.